Event description:
It was reported that one controller was returned to the manufacturer and the log file data revealed power switching for four batteries. The controller and batteries subsequently tested out of specification during manufacturer¿s analysis. The controller was returned and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-jul-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 24-jul-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 12-may-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2016, serial or lot#: (B)(4), UDI #:(B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 31-dec-2015, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2016, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 31-dec-2015, labeled for single use: no, (B)(4); product event summary: the controller ((B)(4)) was returned for evaluation. Four (4) batteries (bat603790, bat599696, bat212609, bat212528) were not returned for evaluation. No device malfunction was reported against (B)(4), bat603790, bat599696, bat212609 and bat212528; therefore, the purpose of this investigation is solely to evaluate the devices conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Supplemental testing was performed on (B)(4), and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat603790, bat599696, bat212609 and bat212528 within the analyzed period. A power source lubrication procedure had been performed on bat603790 in accordance with the requirements under (B)(4) on (B)(6) 2018. There was no evidence that the lubrication procedure had been performed on bat599696, bat212609 and bat212528. Analysis of the event log file revealed three (3) controller power-ups with associated motor start events logged on 06/jun/2020 at 11:07:59, and on 08/jun/2020 at 06:28:42 and 08:09:08. No anomalies were recorded leading up to the losses of power. The controller was without power for 8 seconds, 22 seconds, and 13 seconds, respectively. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. The most likely root cause of the premature power switching can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, con300640, bat599696, bat212609 and bat212528 fall within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.